Event description:
Blue impervious xl gowns lot# 608231 250 ea, they all don't have lot numbers on them. Some have the lot on the side of box which is unreadable and if lot number is on side of box and there is a lot number on front of box, it doesn't match. Cat #at4441 they are made by cardinal health. Qty 75 in one box.